Event description:
The customer reported that the 840 ventilator had a blank screen. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested swapping the vga driver cards then replacing the backlight inverter pcb. Covidien was not authorized to service the device.